Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung issues and a spot on their liver. The patient was prescribed medicine from their doctor due to the reported event. The patient also alleged headache, dizziness, nausea, vomiting, ringing in ears, pneumonia, trouble breathing, severe fatigue, weight loss and vision problems. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found extensive discoloration and contamination, particularly under the flip covers and around the air inlet. The manufacturer visually inspected the device internally and found smoke contamination on the interior of all enclosure pieces. A very strong odor of tobacco smoke was observed. The manufacturer also observed extensive discoloration and contamination inside the blower box and blower. Contamination observed in the iso air outlet port. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. The manufacturer applied power to the device and verified airflow. The device was powered on and was found to operate properly. The manufacturer concludes there was no evidence of sound abatement foam degradation but extensive contamination, consistent with tobacco smoke observed on exterior of the device, throughout the airpath, and the interior of the enclosure, which is likely from external source. Section d9, section h3, codes in section h6 were updated/ corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a headache, dizziness, nausea, vomiting, ringing in ears, pneumonia, trouble breathing, severe fatigue, weight loss and vision problems, a spot in liver and lung issues. The patient was prescribed medicine from their doctor due to the reported event. The reported event of "I have been sick since at least january of this year, it wasn't just the dizziness, it had been nausea, vomiting, severe headaches, trouble breathing, dizziness, tunnel vision, a spot in my liver that showed up on a CT scan because of having breathing problems, severe fatigue, and weight loss of 31 pounds, I have to get a cat scan of my head and abdomen and pelvis also now" and ringing ears and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient was prescribed medicine from their doctor due to the reported event.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung issues and a spot on their liver. The patient was prescribed medicine from their doctor due to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.